Event description:
It was later reported that troubleshooting was performed and the system was replaced in full.

Event description:
It was reported that a patient got a ¿zinger¿ from their electric dog fence and there was an overstimulation sensation. It could have been because the patient had a lead with open electrodes. The patient had their implantable neurostimulator (ins) switched out and revised, and the original lead was left in. This resolved the issue. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).